Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Based on historical data, possible causes include material problems: degradation. Thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, and/or component issues, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lightsource experienced image issues: unclear, blackened and unusable, during a therapeutic laparoscopic cholecystectomy procedure. There were no reports of patient harm.